Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient was brought to the emergency department by a friend due to being unresponsive. The logs and pump information were read. The pump was put to minimal rate. The cause of the overdose was unknown. The overdose symptoms have been resolved. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving bupivacaine 5 mg/ml; 2.82 mg/day and dilaudid 14 mg/ml; 7.9 mg/day via an implantable pump. Indication for use was malignant pain and spine/back. The date of the event was (B)(6) 2019. It was reported the patient experienced a sudden change in therapy. The patient started having overdose type symptoms shortly after a refill earlier in the day on thursday ((B)(6) 2019) and was currently in the emergency department. The pump was programmed to minimum rate earlier and the patient continued to have symptoms. No further complications were reported.